Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was received for evaluation. The balloon protector cap was returned over the balloon. Visual examination noted a shaft detachment at 25cm from the catheter tip. The shaft was stretched at the area of detachment. There was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 30sep2014. It was reported that the balloon protector was unable to be removed. A 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ flextome monorail was selected to treat the target lesion. During preparation, outside the patient, the balloon protector was unable to be removed. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a shaft detachment at 25cm from the catheter tip.